Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's eye due to a broken haptic noted during insertion. The incision was enlarged to remove the lens and another lens of the same model number was implanted successfully. Please reference MDR number 1119279-2013-00303 for the intraocular lens.

Manufacturer narrative:
The lens delivery device has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.